Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (lot number, concentration, and dose unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity. The patient's other medications, medical history, and the event date were unable to be obtained. The patient had an infection and the entire system was explanted with plans to replace the system in the future. It was unknown by this reporter if the issue was resolved. The patient's status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.